Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the t1, t2, and suture were returned on the needle. The t1 has been pushed back behind the dimple. The variable depth straw has not been trimmed. A functional evaluation could not be performed due to the t1 position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, a4. B1, b2, b5, e1 and h6 (health effect - impact code and medical device problem code).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t2 could not be fixed in the meniscus by suture. Both implants were successfully removed by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t2 implant suture knot was loosened. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.